Event description:
Allergan representative reported an alleged leak was found in a lap-band device. Upon explant of the port, the surgeon saw a "polishing of tubing" and a "pin hole" near the strain relief. The surgeon believes it occurred due to "wear and tear." The port was replaced. Follow-up findings: the surgeon determined that "the patient was not losing weight." The patient experienced "no restriction" and was "starting to gain weight." "It was determined that there was a leak."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."